Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed no noticeable external damage. Customers reported issue was duplicated during start-up process. The root cause of the reported issue was determined to have been caused by normal wear; device was over ten years old. Force was out of specification. Actions taken to mitigate the reported issue: replaced force sensor as a preventative measure, sensor was over ten years.

Event description:
It was reported that device failed verification test and has a broken case. No patient injury reported.